Event description:
It was reported that the pump was alarming so the patient was taken to the emergency room. Upon interrogation it was determined that the pump was in "safe state". Per the reporter, the patient was asymptomatic. No troubleshooting was performed. The pump was reprogrammed. It was later reported that the pump was replaced to avoid in-vivo battery depletion. The device system was used to deliver lioresal (2000 mcg/ml), and the total daily dose was indicated as 670 mcg/day. The patient had recovered without sequela.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.